Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that lamp flashed 6 times and test was conducted but some of data was missing. The customer checked the sensor and it was found out the sensor (electrode) became shorter. The doctor requested to submit the analysis report for the customer.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent inside sensor, unable to confirm if customer received sensor in said condition due to customer returning opened/used.